Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibia and talar components due to loosening.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows a little bit of radiolucence at the lateral aspect anteriorly, however, this is not enough to assess a loosening, here. There is no migration of the tibial component visible. The pe cannot be assessed directly with the CT scan, but there is no clear indirect sign of loosening or breakage. The talar component also shows discrete signs of loosening. There is a little bit of radiolucence visible. Given, there is a clinical situation that suggests loosening, this would not speak against it.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibia and talar components due to loosening.